Event description:
In 2009, pt underwent replacement of aortic root with 27 medtronic free-style bioprosthesis and replacement of ascending aorta with proximal arch reconstruction utilizing hypothermic circulatory arrest employing a no. 28 hemashield graft and bypass of the distal right coronary artery. Pt was admitted three months later, with fever, tachycardia and atrial flutter and expired four days later. Cause of death (per autopsy) was infective endocarditis secondary to aspergillus involvement of prosthetic aortic valve, aortic valve vegetations with involvement of aspergillus and microemboli with aspergillus in coronary artery.